Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report: 3005168196-2021-01726. 1. Section h. Box 3. Reason for non-evaluation. 2. Section h. Box 3. ''Other'' reason for non-evaluation.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6) and a guidewire. During the procedure, the physician advanced the cat6 to the target vessel and initiated aspiration. Subsequently, the physician noticed that the cat6 was kinked and ovalized upon removal. Therefore, the cat6 was removed. The procedure was completed using a new cat6. There was no report of an adverse effect to the patient.